Event description:
Caller reported that the pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by plugging the pump into a different wall outlet using a tandem wall adapter and charging cable, after which the pump began charging and no further assistance was required.